Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was not measuring end-tidal co2 (etco2). There were no reports of patient harm. Investigation summary: the defective unit (sn: (B)(6)) was later returned and evaluated. A physical inspection confirmed the model and serial number, with no visible damage or signs of liquid intrusion; however, the water trap was missing. Functional testing using visia2 software with a bsm-6000 connection successfully reproduced the reported issue. Further evaluation determined that the internal pump had failed, preventing proper measurement of end-tidal co2. The device had a total operating time of 5,271 hours. The failure to measure end-tidal co2 was caused by an internal pump failure within the gf-210ra unit, resulting in loss of gas sampling capability. The missing water trap may have contributed to wear or stress on the pump but was not definitively confirmed as the direct cause of failure. Trending for similar issues and devices will continue to be monitored by nihon kohden. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: g5 monitor: model #: cu-152r. Serial #: (B)(6). Device manufacturer data: 12/06/2024 (dec.). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the multigas unit was not measuring end-tidal co2 (etco2). There were no reports of patient harm.